Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a tibia plate, four cannulated locking screws, and three cortex screws due to infection, inflammation, and nonunion on (B)(6) 2017. The hardware was originally implanted on (B)(6) 2017 during an open reduction internal fixation (orif) proximal left tibial plateau fracture. The patient failed to follow postoperative directions which included removing bandage too early postoperatively and walking on leg before he was directed to. The surgeon stated that the infection was due to the patient's noncompliance. The surgery was successfully completed with no delay. The patient outcome was reported as okay. This complaint is (3) devices 1 plate, unk cortex screws, unk locking screws. This report is 3 of 3 for (B)(4).